Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial under-sensing. The ICD was explanted and replaced on (B)(6) 2020. The patient was noted to be recovering.

Manufacturer narrative:
The reported field event of under-sensing and inappropriate therapy were not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.